Manufacturer narrative:
(B)(4). Eval: the introduction system was returned to the approved supplier for eval. The following info was provided. The complaint was confirmed. The hub has broken and separated from the guiding catheter. The guiding catheter and pushing catheter were included in the return. There is severe kinking noted along the length of the pushing catheter. After a review of the device history record for the lot number said to be involved, the supplier reports no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the info provided indicated the fusion oasis one action stent introduction system was used with a solus double pigtail stent to drain a pancreatic pseudo cyst. The intended use listed in the instructions for use for the fusion oasis stent introduction system states "this device is intended for endoscopic biliary stent placement to drain obstructed bile ducts." The instructions for use direct the user not to use the device for any purpose other than the stated intended use. The info provided also indicated the fusion oasis one action stent introduction system was used with a solus double pigtail stent. The instructions for use for this device contain the following precaution: "not compatible with pigtail stents." Use of this introduction system with a pigtail stent could have contributed to the reported difficulty with stent deployment. Damage to the introduction system such as kinks, stretching and breaks of the guiding catheter tubing can occur if additional pressure is applied during removal of the guiding catheter of the stent for deployment. If additional tensile force was applied to the introduction system, perhaps in response to stent deployment difficulty, this could have caused the reported breakage near the proximal end. Prior to distribution, all fusion oasis stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the product was used in contradiction with the intended use and with an incompatible stent. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion oasis one action stent introduction system with a solus double pigtail stent to drain a pancreatic pseudo cyst. Note: the solus double pigtail stent is not compatible with the fusion oasis one action stent introduction system and draining of a pseudo cyst is against the intended use listed in the instructions for use. During the procedure, the guiding catheter could not be removed from inside the stent to facilitate deployment. Resistance between the stent and guiding catheter resulted in catheter breakage at the handle hub. According to the initial reporter, the stent was placed eventually but with great difficulty. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.